Manufacturer narrative:
"Maquet medical system, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). The device was evaluated by the ssu and the I/o board was replaced. Reference complaint (B)(4)."

Event description:
"On (B)(6) 2013 the (B)(6) representative at maquet in (B)(6) reported that after aprox. 30minutes of running with circulation on the patient side (temperature set to 37°c) the hcu 30 serial number (B)(4) stopped. The display showed a triangle with exclamation symbol and errors: 7008-2, 7016-2, 7032-2. Reference complaint (B)(4)."